Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history could not be performed as no serial number was provided. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
It was reported that there was a period of major problems with the cadd pumps showing that no cassette was connected. There was unknown patient involvement reported.

Manufacturer narrative:
E1: facility name "(B)(6)".